Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-01. H6: investigation summary six safetyglide needle assemblies in fully sealed blister packs from batch 0262930 (p/n 305916) were received and evaluated. No defects were observed. No potential root cause or corrective actions exists for the manufacturing site as the complaint appears to be against the product design. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the safety mechanism on the bd safetyglide¿ needle failed and the employee sustained a needle stick injury. The following information was provided by the initial reporter: "employee sustained needle stick attempting to release the safety on the needle. The needles appear flimsier and the safety device glides up it to properly secure it. A sliding safety device up a flimsy needle is not a great combination."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the safety mechanism on the bd safetyglide¿ needle failed and the employee sustained a needle stick injury. The following information was provided by the initial reporter: "employee sustained needle stick attempting to release the safety on the needle. The needles appear flimsier and the safety device glides up it to properly secure it. A sliding safety device up a flimsy needle is not a great combination."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism on the bd safetyglide¿ needle failed and the employee sustained a needle stick injury. The following information was provided by the initial reporter: "employee sustained needle stick attempting to release the safety on the needle. The needles appear flimsier and the safety device glides up it to properly secure it. A sliding safety device up a flimsy needle is not a great combination."